Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Returned used and had fluid in the tubing and suction. The battery pack was returned empty and had staining and electrolyte inside the pack and could not be functionally tested. Visual inspection did find broken plastic pieces from the spray tip inside the tray. It was noted that this device was used past the sterile expiration date. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was found that no water came out from hip kit before surgery and no patient was involved. Evaluation of this device found that there was staining and electrolyte inside the battery pack, indicating battery leakage. No adverse events were reported as a result of this malfunction.